Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin # (B)(4), upn# (B)(4), batch/lot # 179096002, mfg date 08/02/2017, exp date 07/14/2022. Pump: gtin # (B)(4), upn# (B)(4), batch/lot # 178920010, mfg date 07/11/2017, exp date 06/27/2018.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed because the patient began experiencing recurrent incontinence. The cuff had small hole which caused saline to leak out over time. A new aus device consisting of a 3.5cm cuff, 61cm prb and control pump was implanted.